Manufacturer narrative:
Na.

Event description:
Info was received that this epicardial left ventricular (lv) lead exhibited high pacing threshold measurements. The lead was surgically abandoned and replaced. No adverse pt effects were reported.